Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the desktop charger had a broken connector pin. It was reported that the connector pin was broken. The patient reported that while charging the ins the connector pin won¿t stay connected. The patient reported that the ins was dead and as a result they were ¿hurting really bad¿. The patient reported that they had a fall and broke their leg and tibia and fibula when they were transferring from a wheelchair. The patient reported that the therapy was working fine after the fall but the change in therapy started after receiving the replacement recharger. A replacement ins recharger was requested.